Event description:
It was reported that a patient was diagnosed with tinnitus and hearing loss after a magnetic resonance imaging (MRI) scan. The pt has a pre-existing condition of hearing loss and was being scanned for left sided pulsatile tinnitus and sensory neural hearing loss. The ear plugs with a d/b level of 30 were reported to have been used during this scan. The system is designed to comply with iec (B)(4) , including requirements for hearing protection in the mr operator safety manual.